Manufacturer narrative:
.

Event description:
Customer reported an emergency room visit due to high blood glucose readings of 420 mg/dl. Customer stated that they went into diabetes ketoacidosis and the insulin pump stopped working with a motor error alarm. Customer also stated that the insulin pump was dropped in water. Customer's blood glucose reading at the time of the call was 172 mg/dl. No further information reported.